Event description:
In 2009, our intn'l affiliate was notified of a complaint by a customer reporting that a xenium dialyzer caused an anaphylactic reaction in a patient 15 minutes after starting the dialysis treatment. The patient has been using this product for 5 weeks and appeared to have an anaphylactic reaction manifested by abdominal cramps and difficulty breathing. The patient was treated with benadryl, solucortef and ventalyn and recovered. The patient has been placed on a rexeed dialyzer and since then has had no reaction. The problem was noted during use on the patient. The sample is not available for evaluation.

Manufacturer narrative:
The customer reported that the sample is not available for evaluation.

Event description:
Additional information received indicated that after the patient's anaphylactic reaction, the dialysis treatment was cancelled for the day. For the next dialysis treatment, the nurse used another dialyzer (rexeed); however, they continued to used the same bloodlines. As was already reported in the initial medwatch report submitted, the patient has since had no further reaction.